Manufacturer narrative:
Date sent to the FDA: 02/11/2021. Additional information: d3, e1, g1. Additional b5 narrative: it was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted, due to stress urinary incontinence and cystocele. No additional information was provided.